Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose of 600 mg/dl at the time of the event. Troubleshooting was performed and found that the pump was used within 48 hours of the event. The auto-mode feature was active at the time of the event. No further patient complications were reported. The customer will continue using the device and will not be returned for analysis.